Event description:
General report received of an unspecified number of undocumented instances of cassette alarms while delivering various maintenance IV fluids via the plum pump. After approximately 24 hours into an infusion, the pump would alarm for cassette alarms. The tubing sets were removed, flushed, and reinserted into the pump. The cassette alarms continued. The tubing sets were replaced with new sets and the infusions were resumed with the same pujp without further alarms. There were no reported adverse pt effects. No medical interventions were required.